Manufacturer narrative:
States the lens remains implanted. Corrected information on (B)(6) 2018 the lens was exchanged with a smaller lens. The problem was resolved. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -3.5/+1.5/174 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon reports excessive vault, significant reduction of irido-corneal angles (ica), glare/haloes, and a "slight tilt." The cause is listed as "sizing." The lens remains implanted and patient is under evaluation.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture. There was clear surgical debris on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).